Event description:
According to the reporter, during a bravo procedure, there was a failure to attach, and there was no harm to the patient. No intervention was required but a repeat procedure needed to be performed. Nothing unusual about the patient or the procedure itself that lead to the failure to attach. An endoscopy was performed prior to the procedure and the esophagus appeared normal. The capsule will be returned to given for investigation.